Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) doppler probe failed. It is unknown under which circumstances the event occurred or if a patient was involved.

Manufacturer narrative:
Additional information: e1(event site state: (B)(6)). It was reported that the cardiosave intra-aortic balloon pump (iabp) had doppler probe failed. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly h3 other text : customer not responded.

Manufacturer narrative:
Model, catalog, serial number for the affected device have not been provided.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 event site telephone: (B)(6).

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) doppler probe failed.